Manufacturer narrative:
Exemption number e2015058. The pad-pak was first successfully installed on the (B)(6) 2010 and performed to specification up to the (B)(6) 2012. On the (B)(6) 2012 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2013 the device records a power up containing nonsensical data. This may indicate the pad-pak was removed during the power up to power off the device rather than using the on/off key or that the pad-pak was incorrectly seated within the device housing. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. During this time the pad-pak became depleted. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.